Manufacturer narrative:
Additional information was received that there was no patient involvement at the time of the reported issue. It was reported that the battery charge does not hold. The unit was removed from service. A quote for onsite service has been sent to the customer. The quote for service was cancelled per customer's request. No further action provided. The quote for service was cancelled per customer's request. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery charge does not hold. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the battery charge does not hold. The unit was removed from service. A quote for onsite service has been sent to the customer. The investigation is ongoing.